Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was experiencing dislocation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity. Closed reduction of right hip under seduction in the ed. (B)(4).